Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm, bolus stopped alarm or failed battery test alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had bolus stop alarm. Customer's blood glucose level was unknown. Customer reports insulin pump had no delivery alarm. Customer states insulin pump stop delivering insulin in the middle of a bolus. Customer states insulin pump also had rejected brand new battery. The insulin pump will not be returned for analysis.